Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system experienced a failure with tower door 3, and multiple attempts to recover storage space were unsuccessful. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A technical support specialist confirmed that this was a stagnant case. The system functioned as intended after the technical support specialist troubleshooted the device.